Manufacturer narrative:
(B) (4). The recharger was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pt felt shocking at the implantable neurostimulator site during recharging. This occurred one time. The recharger seemed to deplete more quickly than normal. There were no error codes on that device. The field representative evaluated the device. It appeared to be functioning normally. The recharger was replaced. This resolved the issue.